Event description:
It was reported that the left screen was intermittently not displaying an image. This caused the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system. No further repair info is available.